Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within range during the time of sample analysis. Upon review of the alarm trace, no relevant alarms were observed on 20-jun-2021. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer cleaned the fluid path from the probes to the measuring cell. Probes were cleaned. The tubing was checked for leakage. The gear pump pressure, mixer paddle, and probes were checked; all were ok. The preclean system of the analyzer was checked. An air purge was performed.

Event description:
The initial reporter stated they received questionable results for 23 patient samples tested with thyroid assays on the cobas 8000 e 602 module. Results from elecsys ft3 iii and the elecsys ft4 iii assay were affected. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. Samples were first tested on e 602 analyzer serial number (B)(4). The samples were repeated on a second e 602 analyzer. For sample ID (B)(6), an additional ft3 repeat value of 4.94 pmol/l measured from the second e 602 analyzer was provided. It was asked, but it is not known if this value was provided in error or if it is an additional repeat value from the sample. The ft3 reagent lot number was 507838. The reagent expiration date was requested, but not provided. The ft4 reagent lot number was 494388, with an expiration date of 30-sep-2021.